Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient suffered a femoral fracture during hip replacement. The corail extraction adaptor was threaded and unable to be used to extract the implant. Decision made in surgery to close up and come back when instruments available. I was contacted the day after the surgery to order replacement instrument for returning patient. Replacement instrument sent and now has been added to consigned tray. Damaged instrument coming back tagged with loan kit.